Event description:
The customer reported the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined the single board computer needed to be replaced. The customer will order and replace the part. No conclusion can be drawn as repair info is not available.